Manufacturer narrative:
One braided swartz 8f 63cm lamp 90 was received for investigation. The reported event of a leak could not be confirmed. No visual anomalies were noted on the hemostasis valve. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak could not be confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the hemostasis valve of the introducer was found to be physically damaged and blood leakage was noted. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.